Event description:
This customer reported that users believed a shock had been delivered, but the ECG strip stated it did not. There was no negative impact to the involved patient.

Manufacturer narrative:
(B)(4): this customer reported that users believed a shock had been delivered, but the ECG strip stated it did not. There was no negative impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.